Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operative from sigmoidectomy with mechanical anastomosis, negative air test was observed. There was a release of the anastomosis and the patient needed to undergo a second surgery with a new cut of the anastomosis. The event led to extended patient hospitalization.